Manufacturer narrative:
Updated manufacture email contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6: pli 10: analysis identified twisting in the catheter. Visual inspection identified a break in the catheter. Analysis identified an area of compression on the catheter body. Analysis identified a kink in the catheter body. Analysis identified a deformation in shape of the catheter body. Pli 20: analysis identified twisting in the catheter. Pli30: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that there was no issue with the pump.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal lioresal 2000 mcg (concentration) at 96.1 mcg (dose) via an implantable pump for unknown indications for use. It was reported that the issue was that catheter was no longer in the intrathecal sack and had broken off somewhere below the anchor. The patient came in for a pump replacement and under fluoro it was identified that the catheter was no longer in the intrathecal space. The patient was not receiving any therapy, but there was no withdrawal symptoms mentioned to the rep. There were no known external factors that could have led to this issue. Diagnostics/troubleshooting performed included the surgeon discovering the catheter was no longer in the intrathecal space. The surgeon dissected down in the spine pocket until he discovered the spine segment of the catheter. The rep stated that this was raveled up into a ball and was not connected to the distal end of the catheter. This was then removed. The surgeon then replaced this segment and the entire catheter with a new 8780 as the rep mentioned before. The surgeon also removed the old pump and the remainder of the old catheter including the 8784 segment. The rep then stated that the entire old catheter and the old pump would be returned. The rep stated that there were no actions taken to resolve the issue with the current catheter. The surgeon went on to replace the catheter completely. The issue was resolved at the time of the report and the patient's status was "alive-no injury".

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2024; ubd: 2015-09-09; UDI: (B)(4) brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2020; explant date (B)(6) 2024; ubd: 2021-07-15 ; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.